Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "over delivery - patient received over delivery with morphine. When they check the bag 60 mg it was empty. Patient was ok. The customer tested the set and noticed flow from the distal end of the tubing while in pca only mode. The flow stopped when the user pressed on the proximal end of the cassette towards the pump trying to get a tighter seal. This worked and he was able to stop the flow. Patient involvement: yes. Human harm: no. The event was not reported until now because the hospital staff was trying to recreate the event."

Event description:
The event was reported by a customer from USA: "over delivery - patient received over delivery with morphine. When they check the bag 60 mg it was empty. Patient was ok. The customer tested the set and noticed flow from the distal end of the tubing while in pca only mode. The flow stopped when the user pressed on the proximal end of the cassette towards the pump trying to get a tighter seal. This worked and he was able to stop the flow. Patient involvement: yes. Human harm: no the event was not reported until now because the hospital staff was trying to recreate the event."

Manufacturer narrative:
B.6 time lines: late submission- discussed with the FDA over a phone call on the(B)(6)2020 . G.1 distributor information: ICU medical, inc. Us service center (B)(4). Exemption number, e2014005, q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.,